Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead had migrated to the left. The patient had surgery to revise the lead. The doctor secured the lead to keep the lead from migrating. Reportedly post-operatively the patient's coverage was effective. All issues resolved.